Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath with the one-way valve attached. The returned sheath was over the catheter and partially covering more than half of the balloon. The returned sheath was not a maquet product. A non maquet 0.035¿ guide wire was returned and could not be used for insertion due it is the incorrect size. The catheter tubing was observed to be flattened shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. The technician attempted to insert a laboratory correct size 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the guide wire got caught on the inner lumen and could not be inserted. A second iab of the same size was then used, but the same issue occurred. The customer then attempted with a smaller size and was able to insert successfully and start therapy. There was no patient harm or adverse event reported. This report is for the first iab used in this event. A separate report will be submitted for the second iab used.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the guide wire got caught on the inner lumen and could not be inserted. A second iab of the same size was then used, but the same issue occurred. The customer then attempted with a smaller size and was able to insert successfully and start therapy. There was no patient harm or adverse event reported. This report is for the first iab used in this event. A separate report will be submitted for the second iab used.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the guide wire got caught on the inner lumen and could not be inserted. A second iab of the same size was then used, but the same issue occurred. The customer then attempted with a smaller size and was able to insert successfully and start therapy. There was no patient harm or adverse event reported. This report is for the first iab used in this event. A separate report will be submitted for the second iab used.